Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat cystocele and a mesh was implanted. Outcomes reported as; pain, erosion, extrusion, infection, urinary & bowel problems, recurrence, bleeding, dyspareunia, vaginal scaring, and other; vaginal discharge and odor, emergency surgery, repeated diagnostic testing, cauterization, scar tissue, and depression.. (B)(4) - dyspareunia; undefined recurrence; urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat cystocele. It was reported that the patient had a concurrent procedure of a cystocele repair and cystoscopy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, frequency, and urinary tract infection. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral iliococcygeus copal fixation with modified mccall. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic pain, urgency and nocturia.

Event description:
It was reported that following insertion the patient experienced pelvic pain, urgency and nocturia.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on an unknown date and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent excision of extruded mesh in the vagina, cystoscopy on (B)(6) 2014 due to mesh extrusion in the vagina. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.